Manufacturer narrative:
Patient additional information: patient height reported as 6 feet 2 inches. (B)(6). Date of post-operative issue is unknown; however, the screw movement was discovered on (B)(6) 2014. This report is for one (1) unknown zero-p implant. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical revision procedure on (B)(6) 2014 in order to remove a screw that had backed-out of a zero-p implant at level c4-c5. The screw that backed-out was an upper screw in the c4 vertebral body. The screw was removed, but not replaced during the procedure. The zero-p implant was left intact with only three screws. The procedure was completed successfully with no patient harm or surgical delay. Additional information received via operative notes indicated that the screw in question had migrated from the patient's c4 level anteriorly right, directly towards the esophagus. The patient reportedly had an altercation on an unknown date approximately one (1) month prior to the surgery and thereafter started having significant dysphagia. During a follow-up visit on (B)(6) 2014, it was discovered that the screw had migrated. The patient's initial anterior cervical decompression fusion (acdf) surgery at c4-c7 was performed on (B)(6) 2013. This report is for one (1) unknown zero-p implant. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
The zero-p implant was not removed during the revision on (B)(6) 2014. Only the complainant screw was removed. The rest of the construct remained intact and implanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient originally contacted depuy synthes on february 8, 2016 to discuss original complaint (B)(4). Upon speaking with the patient on february 9, 2016, additional issues were addressed that led to the creation of new complaints. Therefore, the awareness date for the new complaint(s) is february 9, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.